Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The phenomenon was not reproduced, and no abnormalities were found during the inspection. All functions operated normally, and the measured values met the inspection limits. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem could not be confirmed as the device passed all inspection and functional tests. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via service inquiry that the customer visera elite ii video system processor ¿does not turn on, black screen¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.